Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported experiencing dizziness, weakness, and was unable to stand up on her own. Her cgm device was not reading at the time, it stated ¿replace sensor¿. It is unclear what the exact reason for the ¿replace sensor¿ alert was or for how long the cgm had not been providing readings. Therefore, the patient tested her blood glucose (bg) via fingerstick, and it was 40 mg/dl. The patient was then taken to the hospital by her husband. The patient stated the hospital staff took her dexcom device off, so there were no cgm/bg comparisons available for her time at the hospital. While under the care of medical staff, she was given treatment based on bg fingerstick data only. The patient reported that at some point while at the hospital her bgs became ¿high¿ via fingerstick. The patient was also wearing a tandem pump and reported there had been issues with her insulin doses being ¿undeliverable¿. The patient was treated with unspecified IV fluids, insulin, and iron. The patient was discharged three days later on (B)(6) 2023. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.